Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and their friend/family member reiterating their previous report that the patient¿s stimulator had helped the patient with their back pain, but now that it stopped functioning the patient was having all of these new symptoms that they had never had before, such as joint pain, headaches, and numbness in their hands and feet. The caller stated that it was unbearable for the patient and they just wanted to meet with a manufacturer representative (rep) to help check on their device and get it working again. The caller stated that the patient¿s healthcare provider (hcp) would not do anything and told them that they needed to get the manufacturer to look at it. The caller stated that when the patient turned the ins off they still had the symptoms. The patient was redirected to call their hcp office and was provided a phone number for the hcp to page a rep to meet with them. It was also reviewed that since the patient was still having symptoms even with the ins off that the hcp would need to do further investigating. The event began about a month ago in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient thought the ins was leaking from inside of them. The patient said their feet/toes were numb and purple, their fingers were numb, they had a bad headache, they felt sick to their stomach, and their joints were killing him. The patient said they thought this was coming straight from the ins battery and they thought the ins was leaking. The patient stated this had been occurring "on and off" for 2 months. The patient said they did not have any falls/trauma. The patient was directed to follow-up with their healthcare professional; physician listings were sent the patient. No further complications were reported.